Event description:
The hospital reported the following: in 2006, the graft was implanted for an aorto-bifemoral bypass procedure. About 6 days later, bilateral venous doppler ultrasound of both extremities showed bilateral baker's cysts & edema. Approx one month later, the patient was readmitted due to drainage from the right groin wound. Upon admission, the hood of the graft was found to be exposed, although the suture lines appeared to be well incorporated. The patient was returned to surgery on the same day, for local tissue rearrangement with sartorial muscle flap locally rearranged over the exposed distal aortobifemoral bypass graft. Post operatively, the patient continued to have wound drainage. Cultures were positive for staphylococcus and enterococcus. About 6 days after, the surgeon elected to take the patient back to the or for resection of the right limb of the aorto-bifemoral bypass graft with repair of the common femoral artery and local tissue rearrangement with sartorius flap; graft to femoral bypass using another device using the obturator approach was performed. Postoperatively, the patient developed staphylococcus sepsis, respiratory failure and pneumonia. The patient was discharged one month later, with plans to go to a rehab facility for both rehab and two additional weeks of antifungal and IV vancomycin treatment.

Manufacturer narrative:
Note: based upon the information available, the device appears to have been left in.